Event description:
As reported by edwards implant patient registry, approximately 1 year 8 months post implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, approximately 1 year 8 months post-implantation of a 23mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. Additional information received via medical records indicates the explant was related to mitral valve endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest mitral valve endocarditis caused or contributed to the valve explant. There was no allegation or indication an edwards product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.